Manufacturer narrative:
Qn# (B)(4) complaint verification testing could not be performed as no sample was returned for analysis. Part number 528135 was not being manufactured at the time of the report, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot number 73h2300249 the staplers were functionally inspected and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "that the staple did not come out from the stapler when the user attempted to fire it during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No injury to the patient was reported". The patient status is reported as "fine".

Event description:
It was reported "that the staple did not come out from the stapler when the user attempted to fire it during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.